Event description:
It was reported by repair work order that both side rails wont latch. The left side rail had a broken spindle mounting flange, and the right side rail had a broken spindle spacer. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.